Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. The photos provided did not display the device so no evaluation could be performed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted. 3 different catheters involved.

Event description:
It was reported that the unspecified bd insyte¿ IV catheter caused leakage during use that resulted in induration. No further information was provided. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted. 3 different catheters involved. What were the consequences of this incident for your patient and your department? Patient mo be: catheter diffused, induration persisted. No visually visible flow or leakage from the catheter. Clinical observations of diffusion, inflammation internally near the puncture site. The events can be classified as at least significant, there was damage to the patient".

Manufacturer narrative:
The following fields have been updated due to corrections: b.1. Adverse type: reported issue is both an adverse event and product problem. B.2. Event attributed to: required intervention. B.5. Describe event or problem: it was reported that the unspecified bd insyte¿ IV catheter caused leakage during use that resulted in induration. No further information was provided. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted. 3 different catheters involved. . What were the consequences of this incident for your patient and your department? Patient mo be: catheter diffused, induration persisted. No visually visible flow or leakage from the catheter. Clinical observations of diffusion, inflammation internally near the puncture site. The events can be classified as at least significant, there was damage to the patient". D.1. Medical device brand name: unspecified bd insyte¿ IV catheter. D.3. Medical device manufacturer: becton dickinson. D.4. Medical device catalog #: unknown. D.4. Unique identifier (UDI) #: unknown. G.1. Manufacturing location: becton dickinson. G.5. PMA/510(k)#: unknown. H.1. Type of reportable events: serious injury. H.6. Imdrf annex e grid: e0512. H.6. Imdrf annex f grid: f23.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted. 3 different catheters involved.